Event description:
The hcp reported a volume discrepancy with the pt's intrathecal drug delivery pump. The expected reservoir volume was 2.6 ml, but the actual volume of drug removed from the pump was 37.5 ml. The drug used in the pump is lioresal (dose and concentration unk). No pt symptoms were reported. Troubleshooting was being considered. Add'l info has been requested, but was not available on the date of this report.